Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the rv lead was fractured. The ra and rv leads were capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pocket stimulation. It was also reported that the right atrial (ra) lead was experiencing the following issues: non-capture, low/trending low/unstable impedance, noise, undersensing of p-waves, insulation damage and severed. It was noted that the right ventricular (rv) lead was experiencing the following issues: intermittent capture, low/trending low/unstable impedance, noise and insulation damage. The ra and rv leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.